Event description:
When surgeon attempted to use the gyrus halo handpiece it would not coagulate even though the generator indicated no problem and the indicator sound was active. A subsequent handpiece was then utilized without incident. Reason for use: dysfunctional uterine bleeding.